Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath prior to an an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after opening the package, it was noted that the tip of the black shaft was uneven. The physician used the device and resistance was felt during insertion in the anatomy. The suture of one new prostyle was successfully pre-placed. The sheath was upsized to an 8f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported uneven sheath was confirmed. The reported difficult to insert in the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used after damage was observed. The electronic perclose prostyle instructions for use (eifu), states: do not use the perclose prostyle smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damages or defective. A conclusive cause for the reported difficulty inserting the device in the anatomy and damaged sheath could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to difficult to insert the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The reported sheath damage would not have contributed to the reported difficulty. Factors that contribute to a damaged sheath include, but not limited to, mishandling during removal from packaging, manufacturing process, sheath distal and proximal coating and extrusion. Manufacturing engineering reviewed the reported details along with the complaint device analysis and deemed that the observed uneven surface of the sheath does not fail acceptance criteria for the manufacture of the prostyle sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: initial reporter: updated from (B)(6), non-healthcare professional to: dr. (B)(6). H6 medical device problem code 2017 clarifier: use after damage.